Manufacturer narrative:
One device was returned for investigation. It was reported that the clinical staff that the device screen went blank and the infusion stopped. The device was not infusing critical medication at the time of the event. When the reporter attempted to recreate the issue, the event could not be reproduced. There was patient involvement; however, no patient harm was reported. Test details: tried to power on the pump so it was not turning on - the complaint replicated. The event log was reviewed and a depleted battery condition was observed and verified. The event log was reviewed and a depleted battery condition was observed and verified the complaint. The probable cause of ec 504 ¿ device powers on/off on its own was identified as reduced capacity battery. After repair a comprehensive pvt testing was performed and all passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.